Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose over 300 to 400 mg/dl while wearing the pod between 36 to 48 hours on may 8, 2026. The patient reported that they experienced hyperglycemia with nausea and vomiting which resulted in an emergency room visit. Hyperglycemia was treated with a manual injection and fluids. The patient confirmed that the ¿pink slide had moved forward¿ and that the cannula had been successfully inserted. However, the patient stated that there was leaking from the pod site. Upon removal, the pod appeared normal. The patient was released after approximately four hours.